Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a discrepancy in longevity estimates. Analysis of the device indicated that this was likely due to a programmer software issue.